Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-aug-2025, the user reported that the ilet device screen was unresponsive and displayed no image, remaining black despite charging and vibration feedback from the wake button. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.